Manufacturer narrative:
Concomitant product: product ID 7426, serial # (B)(4), product type implantable neurostimulator; product ID 7426, serial # (B)(4), product type implantable neurostimulator.

Event description:
A healthcare professional (hcp) reported that the patient was shaking uncontrollably. It was also noted that the patient has dementia and severe pain due to a stroke as of an unknown date. The outcome of the event is unknown. No further complications are anticipated. The patient's indication for implant is parkinson's disease. See related regulatory report 1030489-2017-00597.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.